Event description:
It has been reported that, a revision surgery was conducted to re-tighten hardware as two derotation plugs on the right side of the scoliosis construct were 'loose' and may ave backed out by a few threads. Plugs were removed and replaced, entire construct was re-tightened. Patient outcome: no adverse affect reported as a result of this event.